Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient will likely be revised due to pain and the inability to walk.

Manufacturer narrative:
The product was not returned for analysis; visual and dimensional evaluations could not be performed. Without the lot number a device history review could not be performed. The device was used for treatment. There was not sufficient information to perform a compatibility check or a complaint history search. The surgical notes were not provided. With the limited information provided a definitive root cause could not be established.